Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer reported getting b30 scope communication errors on multiple scopes. The device was not returned because troubleshooting resolved the issue. Upon troubleshooting with olympus technical assistance center (tac) support, the customer reported cleaning electrical contacts on the scope and they were instructed to turn off the equipment and disconnect/reconnect the scope. The unit was then powered on, and the customer confirmed that the b30 scope communication error was gone. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The instruction manual on evis exera iii high brightness light source/olympus clv-190 identifies the following related verbiage which could have prevented the phenomenon: ¿evis exera iii high brightness light source/olympus clv-190. <4.3 connecting an endoscope> note: connect the scope connector in a completely dry state, including the electrical contacts. If it gets wet, the image may disappear, or it may cause malfunction such as flickering. For regular maintenance of the output connector, use the separately sold light source connector cleaning. Please use the kit (maj-2087). For details, refer to the "instruction manual" of the light source connector cleaning kit. After using this product, please follow the steps below to remove stains immediately. If cleaning is delayed, organic matter dirt will solidify and become difficult to remove. Also, remove dirt regularly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer mentioned that the communication error occurred when connecting multiple scopes to the clv-190. In addition, the customer cleaned the electrical contacts on the scope. Tac instructed the customer to power off the cv-190/clv-190 tower and disconnect/reconnect the scope. Afterwards the b30 scope communication error disappeared. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source display a b30 scope communication error. The event occurred during a therapeutic colonoscopy procedure and similar device was used to complete the operation with no more than a 15-minute delay. There was no patient harm or user injury reported due to the event.